Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation. It was reported that the implantable pulse generator (ipg) exhibited pacer failure on electrocardiogram. The ipg remains in use. No further patient complications have been reported as a result of this event.